Event description:
It was reported that during preventive maintenance, the tracker array was found bent.

Manufacturer narrative:
H3, h6: the device, intended to be used during treatment, was returned for a prior investigation and was discarded. Visual inspection of the returned handpiece tracker confirmed that it was bent and was aluminum. The aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found 35 similar reports for this event. This issue will continue to be monitored. A relationship between the device and the reported have been established. The malfunction is likely due to mechanical component failure from bending of the handpiece tracker. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem.